Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl; cause was customer believed control iq feature was on, and therefore did not deliver any correction boluses. Bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.